Event description:
It was reported that this right atrial (ra) lead was explanted due to high pacing thresholds. It was successfully replaced with a new lead. No additional adverse patient effects were reported.